Manufacturer narrative:
The reported event was not confirmed or duplicated through the device evaluation process by the product technician. The device was scrapped, as the it was not repairable.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the camera was inaccurate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the camera was inaccurate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.